Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer required assistance due to their bg level and was given a correction bolus by the school nurse and parent. The customer continued to use the pump for insulin therapy.